Event description:
It was reported that before use of the bd vacutainer® multiple sample luer adapter 2 boxes were found to have missing labels identification. The following information was provided by the initial reporter: the damaged product was found during labelling process at (B)(4). When we remove the product from the carton we found damaged product as many as 1 box and we found 1 box with no label ID.

Manufacturer narrative:
Investigation: investigation summary: bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a torn box and missing labelling content with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer photos , the customer¿s indicated failure mode for a torn box and missing labelling content with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined for the torn box. Regarding the missing label content, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® multiple sample luer adapter 2 boxes were found to have missing labels identification. The following information was provided by the initial reporter: the damaged product was found during labelling process at (B)(6). When we remove the product from the carton we found damaged product as many as 1 box and we found 1 box with no label ID.